Manufacturer narrative:
Correction: section h6: the clinical code was added to this report which was inadvertently left out in the initial report. Product complaint # (B)(4). Investigation summary: no product returned. Ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to advance: the cause of the difficult to advance was determined to be patient condition as the patient had severe iliac stenosis and pad preventing successful delivery of impella. Device history lot: device lot: 1898308 device history batch: subcomponent lot: n/a device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old male was admitted for cardiogenic shock following a cardiac arrest. Due to the patient's severe iliac stenosis, a vascular surgeon needed to place an iliac stent in order to insert the impella. The impella was then inserted for ventricular support during a percutaneous coronary intervention (pci); however, no vessels were treated. The physician deemed the cardiac arrest to be likely a hypoxic event. The bilateral lower extremities were noted to be mottled. The staff were unable to detect any distal pedal pulses on the impella leg. The patient was unable to be weaned from the impella and was not a candidate for escalation to 5.5 or extracorporeal membrane oxygenation (ECMO). The following day, the family elected to withdraw care, and the patient expired. The device is unlikely to have contributed to the patient's death, which was most likely due to the multiple underlying comorbidities, and the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.